Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, and self-test. All operating currents are within specification. The device was programmed with several boluses and basales and all boluses and basales delivered properly and were listed in the bolus history screen. No daily total anomaly, basal anomaly, bolus anomaly or unexpected reset alarm noted. The device had intermittent button response due to corroded keypad traces. The device also had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. Customer has attempted to resolve the issue by taking in and out the battery several times. Customer stated initially the buttons weren't responding and now its alarming battery out limit. At one point the insulin pump wasn't delivering insulin and it stopped automatically. Customer's blood glucose was 280 mg/dl. Customer stated she was connected during exercise. Customer was having issues with the device not delivering and settings being reset. Customer also mentioned she was hospitalized two years ago for diabetic ketoacidosis. Customer's blood glucose was 480 mg/dl. Customer's symptoms were nausea, vomiting, and confusion. Customer was admitted to the ICU and released tree day later. Due to the keypad anomaly troubleshooting for no delivery wasn't performed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to the key pad anomaly. Customer.